Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a unconfirmed false negative result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021. The consumer confirmed she was symptomatic and experiencing fever, body ache, fatigue, metallic taste, congested nose and tight chest. No additional patient information, including treatment and outcome, was provided after multiple attempts .

Manufacturer narrative:
The supplemental report is being submitted to correct the previously reported event. Please see updates: d9, g1, g4, g6 and h2.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 153368 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 153368, test base part number 195-430h / lot 148371. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 153368 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination.